Manufacturer narrative:
Subject device not available.

Event description:
It was reported that the physician deployed the stent (subject device) in the microcatheter. The sales representative had the physician pull the stent out and discarded it. There were no patient clinical consequences.

Manufacturer narrative:
D4: expiration date: updated h4: manufacturing date: updated due to the automated mes system (manufacturing execution system), there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not returned for analysis. The reported event is covered in the device dfu. As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that the physician deployed the stent (subject device) in the microcatheter. The sales representative had the physician pull the stent out and discarded it. There were no patient clinical consequences.